Manufacturer narrative:
Finally, the lesion in the mid lad was conducted. It is unknown if pre-dilation was conducted. A 3.0 x 23mm cypher bx was implanted at 14atm at the distal portion of the target lesion. Then, a 3.0 x 18mm cypher bx was implanted at 14atm proximal to and overlapping the other cypher bx in this lesion. It is unknown if the stents were post-dilated. Three days after the index procedure, the patient developed stemi and had sub-acute thrombosis. Underexpansion of the stent was noticed during the treatment for the thrombosis. It is unknown which of the two cypher stents implanted in the mid lad was underexpanded. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR reports #9616099-2010-00791 and 9616099-2010-00792.

Event description:
Three days post index procedure, the patient developed a st elevated myocardial infarction (stemi) and suffered a sub-acute thrombosis. Underexpansion of one the stents in the lad lesion was noticed during the treatment for the thrombosis. The information received from the (B)(4) study indicated that the patient was admitted with target lesions in the mid right coronary artery (rca), the mid left anterior descending (lad) artery and the distal left circumflex branch. The target lesions were all de novo. The lesion in the mid rca was type c, approximately 35mm long and with an approximate diameter of 3.5mm. The lesion in the distal left circumflex was approximately 10mm long and the vessel diameter was approximately 2.5mm. The lesion in the mid lad was type c, approximately 35mm long and the vessel diameter was approximately 3.0mm. The index procedure was an emergent case due to acute coronary syndrome. The lesion in the mid rca was treated first. It is unknown if pre-dilation was conducted. A 3.5 x 23mm cypher bx was implanted at 16atm at the distal portion of the target lesion. Then, a 2nd cypher bx (3.5 x 18mm) was implanted at 16atm proximal to the 1st cypher bx, overlapping it. It is unknown if post-dilation was conducted. The residual stenosis was unknown. Second, treatment for the distal left circumflex was conducted. It is unknown if pre-dilation was conducted. A 2.5 x 13mm cypher bx was implanted at 16atm. It is unknown if post-dilation was conducted. The residual stenosis was unknown.

Manufacturer narrative:
Information was received via the (B)(4) study that three days post implantation of two overlapping cypher stents (cjs23300/13348383 & cjs18300/13327365) to treat a mid left anterior descending (lad) artery stenosis, the patient developed an st-elevated myocardial infarction (mi). Coronary artery angiography was conducted and thrombus was observed inside the cypher bx (unspecified) implanted in the mid lad. To treat the thrombus, aspiration and poba were conducted. The physician commented that the possible cause of the thrombotic event was because the proximal section of the stent implanted at the mid lad was under-dilated as the dilation was not conducted after implant. There is no further information available regarding this event. The index procedure for this (B)(6) male with diabetes was an emergent case due to acute coronary syndrome. Two cypher stents were implanted in the mid right coronary artery (rca) and one cypher stent was implanted in the mid circumflex (circ). This was followed by treatment of the mid lad. All lesions were de novo. The lad lesion was a bifurcated lesion aha/acc classification of the vessel was type c. The lesion length was approximately 35mm and the vessel diameter was approximately 3.0mm. It is unknown if pre-dilation was conducted. The 3.0 x 23mm cypher bx was implanted at 14atm (inflation time unknown) at the distal portion of the target lesion. Then, the 3.0 x18 cypher bx was implanted at 14atm (inflation time unknown) proximal and overlapping the previous cypher bx. The residual % of stenosis and timi flow before and after the procedure is unknown. Ivus was not conducted. It is unknown if act was measured. Prior to treatment of the lad, the mid rca and mid circ lesions were treated. The mid rca lesion characteristics are unknown. Aha/acc classification of the vessel was type c. The lesion length was approximately 35mm and the vessel diameter was approximately 3.5mm. It is unknown if pre-dilation was conducted. A 3.5x23 cypher bx was implanted at 16atm (inflation time unknown) at the distal portion of the target lesion. Then, a 3.5x18mm cypher bx was implanted proximal to and overlapping the first stent at 16atm (inflation time unknown). It is unknown if post-dilation was conducted. The residual % of stenosis and timi flow before and after the procedure is unknown. Ivus was not conducted. The lesion characteristics and aha classification of the mid circ are not known. The lesion length was approximately 10mm and the vessel diameter was approximately 2.5mm. It is unknown if pre-dilation was conducted. A 2.5x13 cypher bx (2.5/13mm) was implanted at 16atm (inflation time unknown) it is unknown if post-dilation was conducted. The residual % of stenosis and timi flow before and after the procedure is unknown. Ivus was not conducted. The product remained in the patient and was therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13348383 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13348383. Additional information was requested to the coating site for coronary stent thrombosis. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved.thrombotic events are a known potential adverse event following stent implantation. As reported by the physician, under-dilation of the stent may have contributed to the thrombotic event. The instructions for use precautions that if the deployed stent diameter is still inadequate with respect to vessel diameter, expand the stent further using a larger balloon. Review of the available information suggests that procedural factors and vessel/lesion characteristics may have contributed to the reported event. There is no indication that it is related to any device manufacturing issues. Therefore, no corrective actions will be taken at this time.please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2010-00791 and 9616099-2010-00792.

Event description:
The facility representative reported a colleague infusion pump with failure code 522:320:654:0000. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Baxter?s review of the device event history confirmed that the reported condition interrupted delivery on channel a . The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.